Manufacturer narrative:
(B)(4). Batch # r9290y. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, the tissue pad detached. No other details provided. No patient consequence reported.